Event description:
It was reported that the customer's reservoir was occluded. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Two opened and or used reservoirs were inspected, snap-cap and septum for anomalies and none were found. Performed occlusion test per specifications, reservoirs were filled and connected to new infusion set. Installed reservoirs and connector to insulin pump and performed catheter tip. Reservoirs were not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.